Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a fail code 810:04. The hospital representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No additional info is known